Event description:
Related to MFR. #: 3005188751-2012-00079, 3005188751-2012-00080, 3005188751-2012-00081. It was reported during an atrial fibrillation/atrial flutter ablation procedure, a steam pop and pericardial effusion occurred. A swartz slo introducer and a brk transseptal needle were used to gain access to the left atrium. A cool path duo and supreme quadripolar catheter were placed to perform the procedure. The cool path duo catheter was in the right atrium to perform a right sided atrial flutter ablation, using an ibi 1500-t11 generator with a power setting of 36 watts, and irrigation of 17 ml/min, when the physician heard a steam pop. The physician increased the irrigation flow to 30 ml/min. A second steam pop was noted at the end of the procedure. Upon removing the introducer, the pt's blood pressure decreased. A transthoracic echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed aspirating 450 ml. The pt's blood pressure returned to normal and the pt's current status is listed as good.

Manufacturer narrative:
The catheter was not returned for evaluation. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The most probable root cause classification for the reported pericardial effusion is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.